Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 with acceptable results. Qc recovery data was not provided for the day of the event. The alarm trace data provided did not cover the time of the event. The customer replaced the affected reagent pack. The field service engineer (fse) cleaned and flushed the waste tubing and performed a bead mixer check, a precision test, and other instrument checks successfully. The customer performed calibration and qc successfully. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 4 patient samples on a cobas 8000 - cobas e 602 module. Sample 1 had an initial vitamin d result of 31.2 ng/ml. Sample 2 had an initial vitamin d result of 46.7 ng/ml. Sample 5 had an initial vitamin d result of 37.7 ng/ml. Sample 7 had an initial vitamin d result of 47.1 ng/ml. The initial results were reported outside of the laboratory. After the initial results were produced, the customer stated that the qc they ran prior to patient testing gave results that appeared "strange" and they decided to take the instrument offline, let the reagents mix for 45 seconds, and repeat qc. The customer alleged that the qc results produced after reagent mixing looked much better. This prompted them to repeat the patient samples. Sample 1 had a repeat vitamin d result of 17.5 ng/ml. Sample 2 had a repeat vitamin d result of 23.7 ng/ml. Sample 5 had a repeat vitamin d result of 22.2 ng/ml. Sample 7 had a repeat vitamin d result of 31.1 ng/ml. The repeat results were deemed correct. The reagent lot number is 63012301 and the expiration date is 28-feb-2023.